Event description:
It was reported that the device exhibited noise with inappropriate therapy. Lead measurements were normal. Arm movement reproduces the noise. The device was explanted replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. The device was tested on the bench and on the ate system and no anomalies were detected. The cause of the noise could not be determined as the anomaly could not be reproduced. Other text : na.